Event description:
A sagittal saw attachment was sent for eval due to overheating during testing. The event occurred during a routine field service maintenance visit; no adverse event was associated with the device.

Manufacturer narrative:
A damaged fin was noted, however, it could not have caused the device to overheat because it did not affect the rotational propertied of the device. The device was not returned to the user facility because it is not repairable once it is disassembled.